Event description:
Alleged a pt was getting into the bed and the bed moved. The pt fell on her right side which caused an abrasion on the pt's right elbow. The staff was not present when the pt fell. X-rays were negative and the pt was treated for the abrasion.

Manufacturer narrative:
The technician found the right and left floor locks were not lifting the casters off of the floor due to wear. The facility will replace the floor locks to repair the bed.